Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the difficulty removing the device due to interaction with the leaflet could not be determined. The reported patient effect of tissue damage appears to be a result of procedural conditions, as release maneuvers performed to free the clip from the leaflet resulted in suspected leaflet damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted at a2/p2. The second clip delivery system (cds 70720u248) was advanced to the left ventricle (lv), but became caught on the posterior leaflet. Troubleshooting steps were performed and the clip was freed; however, the mr increased and posterior leaflet damage was suspected. The clip was re-advanced to the lv, and the clip was deployed successfully. A third cds was advanced for treatment of the a1/p1 jet, and for treatment of the damaged leaflet. Grasping was performed, but difficult due to the shortened posterior leaflet. The clip was retracted to the left atrium, and imaging confirmed that the posterior leaflet was only 6-7mm long. No further treatment was attempted. The third cds was removed, undeployed. Two clips were successfully implanted, reducing mr to 2-3. The patient was stable post-procedure. No additional information was provided.